Event description:
The user facility reported that air was detected in the centrifugal pumphead (non-roller type) after the extracorporeal circuit was primed. The device was changed-out prior to pt undergoing bypass surgery. After a replacement, pumphead was positioned within the bypass circuit, the surgery was completed without further incident and without injury or harm to the pt. The event occurred during priming of the circuit- before the pt underwent surgery.